Event description:
It was reported that inflation could not be maintained on one (1), m6.5 sct, specialized single cannula cuffed tracheostomy tubes. The device was is use approx two (2) weeks when the inflation problem occurred. It was also reported that the device was tested prior to insertion where no inflation problems were noted. There was one (1) pt involved with no reported pt compromise. The m6.5 sct device was returned to the MFR for decontamination, analysis and investigation on 11/15/97. Device evaluation results are recorded on section h. Of this report.